Event description:
Circulator had difficuly inserting foley. When foley removed the tip was observed and was not rounded as expected. A urologist was consulted and performed cystoscopy to investigate whether tip of foley had broken off in patient's bladder. No foreign body was visualized in the uretha or bladder. A different foley was inserted without further problem. The defective foley was sent to central sterile processing and held for evaluation by the manufacturer representative.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: modification of device, balloon. Conclusion: device was out of spec in a manner that relates to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.